Event description:
The MFR's rep reported that the pt had severe pain and withdrawal requiring admission to the hospital. Actual reservoir volume was "off by a large amount" from the estimated reservior volume. Diagnostic testing was performed; the catheter was noted to be "clogged" with possible "crystalization possible" as pt on high doses of compounded morphine 50 mg/ml, 40 mg/day and bupivicaine. The catheter "loosened up" and they were able to aspirate cerebrospinal fluid. A rotor study was performed and rotor movement was not observed at first, but then it did turn. The pt was taken to exploratory surgery for troubleshooting at which time the pump "popped out" and fell to the floor. The pump was replaced with a similar device. No problems have been reported with the new pump.